Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an multiple pump error in the motor. The customer¿s blood glucose was unknown. Customer states they are able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked keypad overlay. The hardware rtc date and time disagrees with the software maintained date and time, watchdog timeout and interprocessor communication error not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.